Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported hearing the device emit tones every 6 hours for almost a week.